Event description:
It was reported that the right atrial (ra) lead had high threshold and there was no capture in both unipolar and bipolar configuration. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2007; addrs1 implantable pulse generator (ipg), (B)(6) 2007. (B)(4).